Manufacturer narrative:
The device was received with unresponsive buttons due to unlocked lcd connector. Unable to verify drive / motor anomaly or perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self- test, error test, delivery accuracy test and displacement test due to button keypad anomaly. The device was received with detached end cap. The drive support was inspected and no anomaly was noted. The device was received with cracked case at the display window corners and battery tube threads. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was damaged. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.